Event description:
The st. Jude medical rep reported that the device delivered inaapropriate therapy for noise on the ventricular channel, which is indicative of a lead fracture. Noise was not reproducible with positional testing. The lead was replaced.

Manufacturer narrative:
External insulation abrasions were found at 7.9-8.4cm, 28.1- 29.1cm, and 31.6-31.7cm from the distal tip, consistent with lead friction to another device. Externalized conductors due to external insulation abrasion were found at 7.6-10.4cm from the distal tip, consistent with friction to another device. The etfe coating was intact at these locations. Internal insulation abrasion was found at 11.7- 13.4cm from the distal tip. Internal insulation abrasion was found at 23.7-25.0cm from the distal tip under the svc shock coil. The etfe coating was intact at this location. The reported fracture was not confirmed.